Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails of auxiliary drawer 6.1 were broken and attempted to repair it using slide bumpers but determined that the damage was too severe and required full drawer replacement. A field service engineer (fse) removed the damaged drawer and replaced it with a new half-height drawer, reinserted all cubies into drawers 6.1 and 6.2, updated the storage configuration, and confirmed that both drawers were opening and closing smoothly. The customer inventoried the drawer 6.1 and 6.2 to ensure both drawers were opening properly without failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 6.1 slides were broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.